Manufacturer narrative:
Product analysis: analysis was able to confirm the reported issue with the output connectors, the output connector assembly was broken. Analysis also noted the battery drawer was broken, the hanger assembly was broken, a capacitor was damaged on the main printed circuit board (pcb), and the main pcb was out of electrical specification. Additionally, the hanger assembly, the hanger o-ring, the encoder assembly, four knobs, the main seal, and two output connector nuts were contaminated. All found defective parts were replaced and the firmware was updated.. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) atrial and ventricular output connectors were loose and would no longer hold onto leads. The epg was returned for service. There was no patient involvement.